Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator would not turn on. It is unknown if the device was in clinical use at the time of the reported incident. There was no adverse event or patient harm reported.